Event description:
One touch basic original meter would not power on. The meter stopped powering on three weeks prior to calling lfs. Patient took set amount of insulin, even though unable to test for 3 weeks. Patient started having symptoms 2 weeks following the power issue. Patient's family member attempted to replace the battery three days following the meter failing to power on. The ambulance was called due to the patient feeling dizzy and passing out. A result of "22 mg/dl" or "23 mg/dl" was obtained on the emt meter. Patient was treated with sugar prior to the transport to the hospital. Patient was admitted to the hospital due to low blood glucose levels for three days. The physician declared that due to the incident, patient would "be physicially slower" than before. Patient's family member replaced the battery three days prior to calling lfs and the meter still did not power on. The customer service representative walked patient through troubleshooting and the meter did not power on. Based on the information supplied by patient's family member there is an indicaiton that the product malfunctioned or that the event meets the criteria for medical device reportable. Patient suffered an adverse event due to the meter malfunction.